Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion opening, wear abrasion and brown particles. Weight measurement verified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and broken sharp in the bladder. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is an opening sharp in the posterior side assessed as unidentified (tear) opening and a broken sharp in the bladder side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported "having a lot of problems" and concern with textured product. Healthcare professional reported right side capsular contracture, baker grade iii. Additionally, healthcare professional noted rupture upon explant. Device has been explanted.